Event description:
It was reported that there was a loss of stimulation. The loss of stimulation had occurred since (B)(6) 2013. Impedance testing was per formed. It was found that the extension had high impedance. Less than 50% therapy relief was experienced. An explant occurred on (B)(6) 2014. Additional information received reported that the patient had fallen before the loss of stimulation. The reason for the fall had nothing to do with the sacral nerve stimulation (sns) therapy. Additional information received reported that the fall occurred on (B)(6) 2013. All impedance values were greater than 4000 ohms. The stimulator was then turned off. It was also reported that the complete system was only removed at the request of the patient. It was not replaced with a new system because the patient had a ¿foreign body sensation.¿ the patient was noted to be doing well at the time of this email.

Manufacturer narrative:
Product ID: 3550-24, lot# 0205764589, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 388928, lot# 0205764569, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).